Manufacturer narrative:
Additional information: b5 - it was later reported that the lens was exchanged with a longer length lens and the problem was resolved. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: lens rotationis identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient is experiencing lens rotation. The lens was repositioned twice. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial, in liquid with residue/debris on the product. Visual inspection found the lens haptic broken. Dimensional inspection found the lens within specifications. Claim#: (B)(4).